Event description:
Medical center reported that their brainlab couchmount attached to the varian couch unintentionally detached from the couchmount and fell on the floor when the patient tried to sit up.

Manufacturer narrative:
Problem: the secondary locking mechanism on the couchmount is under certain conditions not reliable. Root cause: protruding magnets of the couch caused the secondary locking mechanism of the brainlab couchmount not to engage reliably. Corrective action: the magnets on the couch at the concerned medical center have been adjusted and the brainlab couchmount now sits flush to the couch and accordingly works reliably. Preventive actions: all couchmount customers will be informed to verify that their couchmount is locked reliably to the couch. The corresponding brainlab user manual will be updated to clearly describe the importance of this check. The design of the couchmount will be improved to clearly indicate when the secondary locking mechanism is engaged/reliable or not.